Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided by the doctor yet. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction to the comfort splint device.

Manufacturer narrative:
Further clarification was made with dr. (B)(6) regarding the event. The doctor confirmed that the patient did not suffer an allergic reaction. The doctor stated that the patient is sensitive to the use of any type of guard in her mouth as it puts additional pressure on the maxilla and worsens the symptoms of patient's tmj. The added pressure on the maxilla is believed to have caused migraine. Since the doctor cannot treat the patient's pre-existing tmj with any mouthguard, the patient still suffers from clinching. The patient is doing fine. The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth and no adjustment was made by the doctor. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard did not have discoloration. The mouthguard was returned in a very clean condition. Case was also returned in good condition with label. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.